Manufacturer narrative:
Implant date: 2011.

Event description:
It was reported that following the implantation of a monarc sling, the patient experienced pelvic pain, dyspareunia, bladder and bowel incontinence and that she "cannot sit, walk, stand on feet for extended time". It was also noted that the patient had to "retire from work." She stated that the "pain is more than before" and that this is a "very bad life changing event." If additional information is received, a follow up report will be sent.